Event description:
Patient received a thermal injury to the sigmoid colon during laparoscopic surgery due to a missing o-ring; causing insulation failure between the scissor tip and the scissor shaft. The missing o-ring allowed electrosurgical current to pass the insulation gap during electrosurgical use, damaging the scissor insulation and causing a secondary burn to the patient resulting in a bowel resection.